Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, power on self test, and a review of the alarm log were performed. The f-38 alarm was identified during the power on self test and in the alarm log. The cause of the condition was determined to be inoperative force sensing resistors. The device was removed from service should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f38 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.